Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized and was in the intensive care unit. Blood glucose value at the time of the admission was 600 mg/dl. Customer experienced vomiting and was lethargic. It was stated that the insulin pump does not function and a replacement was requested. Nothing further reported.